Event description:
The patient's physician indicated that she had passed away. The patient had suffered from a stroke and respiratory failure. The patient had previously been known to have a high impedance as reported on manufacturer report # 1644487-2011-02149. Attempts for further information have been unsuccessful to date.